Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty power supply, loss of image. A root cause could not be identified. Based on the investigation, the malfunction was likely caused by the following: a faulty power supply; corrosion and poor appearance requiring replacement of the front panel and bottom chassis; a damaged power switch due to liquid spillage; and a worn lock latch on the video connector, resulting in image loss and improper scope connector retention. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center didn't power on. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.